Event description:
Patient #2: while utilizing plasmablade tna device at the end of the case, the doctor realized the wire on the adenoid tip broke. The wire was still attached to tip and did not fall off. The doctor was finished with the device, so case was completed successfully. No patient impact or injury.

Manufacturer narrative:
Product event # (B)(4). Evaluation, result, conclusion: device returned to manufacturer and pending investigation results. (B)(4).

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection testing performed: device: adenoid tip part number: (B)(4). Visual inspection: only adenoid tips returned in a corrugated cardboard box, no devices. Returned in one biohazard bag per tip, sealed. Tips were not double bagged. No information on lot number or expiration date included. Tips appears used, as evidenced by slight melting and charring on the devices. Both tips appear to have melting present and snapped wires investigation conclusion: the complaint that the adenoid tip wire broke on two devices was confirmed. Without proper use, it is known that this type of failure can occur. This is a common failure due to misuse and has been further investigated and detailed in CAPA (B)(4). The root cause of this failure is assumed to be improper use per the IFU. Due to an increasing number of this type of failure, a situational analysis ((B)(4)) has been opened to further investigate and confirm the root cause. This complaint will continue to be monitored and tracked in (B)(6). (B)(4).

Event description:
Patient #2: while utilizing plasmablade tna device at the end of the case the doctor realized the wire on the adenoid tip broke. The wire was still attached to tip and did not fall off. The doctor was finished with the device so case was completed successfully. No patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.